Event description:
Customer reports that while attempting to prime, insulin squirts out. During troubleshooting, customer reports that the piston was hitting reservoir. Customer states that insulin did not continue to drip and numbers topped ramping after holding and letting go of the act button as instructed. Alarm history showed a compromised forced sensor alarm during priming. Customer states drive support cap was sticking out. Customer was instructed against using insulin pump and to replace. Customer refused pump replacement. Customer's blood glucose was unknown. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).